Event description:
7/2/99 spoke with dr on 7/2/99 regarding a problem he had with a 29mm stealth circular stapler. The pt had a complicated history of recurrent and metastatic colon carcinoma with a right hepatic lesion. The operation involved a colo-protectomy with intended ileo-rectal anastomosis and right hepatic tri-segmentectomy, following the hepatic resection the bowel was prepared for a stapled low anastomosis. The anvil was inserted and secured in the ileum and the stapler passed trans-anal. As the trocar was being retracted, the anvil "fell off." This resulted in the trocar retracting into the rectal lumen and loss of the trans-mural opening. Replacing the trocar was difficult, the rectum was damaged, and once the anvil/trocar was re-assembled, it could not be closed. The pt now had a fixed and open stapling device passing through the rectum.